Event description:
It was initially reported that the patient was explanted due to unknown reason. Additional information was received in the surgical consult notes that the patient had been having pain at the generator site. It is unknown if the explant was done due to the pain or if it was done to prevent a serious injury. The patient reported pain to another surgeon back in 2007 and wanted it removed at that time. The generator was returned to the manufacturer for evaluation. The generator was confirmed at end of service as result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Good faith attempt for additional information have been unsuccessful to date. No additional information is known by the physician's office.